Event description:
Two syringes, from the same lot, were found to have a hair within the device. In one instance this was found before any covid-19 vaccine was drawn into it. In the second case it was not noticed until after covid-19 vaccine was drawn into it, but before it reached the patient. The dose was wasted. The manufacturer was contacted. On first contact, the aforementioned information was provided, and the contact person stated "it is likely an isolated incident" even though there are 2 events. On the second contact, the contact person stated the dose could have been used because the device is sterile. In addition, within the same lot and packaging, there were 14 empty (no syringe) units. FDA safety report ID # (B)(4).